Manufacturer narrative:
Sc-8216-70 (sn (B)(4)) device evaluation indicated that the complaint the patient lost stimulation due to lead damage was confirmed. Visual inspection revealed distal electrode's #4l, #5l, #3r and #5r were partially dislodged from the paddle silicone, but still attached to their respective cables. Electrodes #1-#3l, #1r, #2r and #4r were not returned. Visual inspection also found several fractured cables right at the junction of the paddle and lead bodies. It appears that tensile force was applied on the lead resulting in cable fractures and dislodged electrodes. Additionally, visual inspection revealed that the lead bodies were cleanly cut 2.5 inches from the paddle end. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient¿s stimulation had changed or moved. The lead was fractured, flipped, and migrated. The lead was fractured right to the center of it, not the tail. X-ray confirmed that the lead contacts were falling off. The patient underwent a revision procedure wherein the lead was explanted. No contacts were left inside the patient¿s body. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s stimulation had changed or moved. The lead was fractured, flipped, and migrated. The lead was fractured right to the center of it, not the tail. X-ray confirmed that the lead contacts were falling off. The patient underwent a revision procedure wherein the lead was explanted. No contacts were left inside the patient¿s body. The patient was reportedly doing well postoperatively.